Manufacturer narrative:
Hpc lot # - 07230. St lot # - n/a. Em3 hp; cable, conn/gun cable worn. The hpc control knob is worn, causing intermittent operations, built up debris in water hose fc base pad is peeling off, damaged fc battery door, open water solenoid, cannot hold pressure the housing base is cracked, new st have been estimated. Dead fc batteries check the calibrations. The unit will be repaired upon estimates approval. ****st was not sent in for evaluations**** DHR review is not required because the product was returned for evaluation and the described failure mode is a known hazard.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron plus g136, they allege that they have low water flow and the handpiece is heating up no injury resulted.